Manufacturer narrative:
The device was not returned for analysis. Attempts to gather additional event details were made. However, our attempts were unsuccessful. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure and patient condition related event. Vessel rupture is a known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received the following report through literature review of ¿endovascular treatment of intracranial wide-necked aneurysms with gdcs combined with balloon or stent¿. One patient death was reported to have occurred during the procedure. The death occurred from aneurysm rupture caused by herniation of the balloon through the wide neck into the aneurysm during the inflation. A hyperform or hyperglide balloon was used to treat the patient. The patients' average age was 53.5 and there 55 patient (32 males, 23 females).